Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, the device suction malfunctioned and potentially compromised the sterility of the surgical site. As a precautionary measure, the surgeon administered an antibacterial solution into the surgical site and prescribed the patient a post operative course of antibiotics. After this event, the surgeon opted to complete the procedure using a competitive device. There were no further patient complications reported as a result of this event.